Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, power loss alarm or blank display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and received replace battery now alarm. The customer¿s blood glucose level was 103 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return and troubleshooting was done for the replace battery now alarm. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.